Manufacturer narrative:
Other relevant device(s) are: product ID: 377860, serial/lot #: (B)(4), ubd: 06-sep-2010, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 05-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device was not working like it used to. An MRI was scheduled to check the implant. The hcp was concerned that the lead slipped out of position. This started (B)(6) 2019. They had an adjustment with a manufacturer representative 3 weeks prior ((B)(6) 2019) that did good until the week prior to the report. It was not covering the area again but then the day before the report it was back to working again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative on (B)(6) 2019 reported that the representative had been told that the reprogramming appointment performed in (B)(6) 2019 had been due to the patient was doing better after a previous adjustment but just wanted another adjustment. The representative was not aware of the potential lead slippage or the outcome of the MRI. No further complications were reported.